Event description:
Customer described, "there is a problem with the lock and it will not tighten". They feel that due to this, it presents a risk that they cannot take while performing an operation. The issue was discovered prior to surgery with no pt contact.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.